Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. A system check performed on (B) (6) 2009 met specifications. The samples were collected in lithium heparin plasma tubes without a gel separator and were centrifuged for 5 minutes at 3,500 rpm. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm). All verification testing met published specifications. Pre-analytical sample handling was discussed with the customer. A definitive root cause has not been determined for this event to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc., (bci), regarding erroneously elevated troponin (accu tni) results generated by the unicel dxc 600i synchron access clinical system for two patients. The initial result for one patient was 1.44ng/ml and 0.02ng/ml from a reflex test. A result of 1.01ng/ml was obtained for another patient, and a result of 0.01ng/ml upon a reflex test. The samples were re-tested, and results of 0.02ng/ml were obtained for both patients and reported out of the lab. The erroneous results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.